Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its patient circuit disconnect alarm not functioning as expected could not be confirmed. Ventec observed that the user's patient circuit disconnect alarm sensitivity setting was set to 75-175 lpm. Ventec then tested several leaks using the users setting of 75-175 lpm. Ventec was unable to achieve a leak great enough to cause the device to provide a patient circuit disconnect alarm with this setting. Ventec then adjusted the patient circuit disconnect alarm sensitivity to 0-75 lpm, and when a leak of 81 lpm was introduced, the device provided the patient circuit disconnect alarm as expected. Proper device operation was confirmed through functional and performance testing. The vocsn clinical and technical manual states the following [p. 116]: "the sensitivity toggle changes the threshold at which the patient circuit disconnect alarm activates. The 0-75 setting is intended for use with small and medium leaks, to ensure the alarm is sensitive enough to detect disconnects and most decannulations. The 75-175 setting desensitizes the alarm to reduce nuisance alarms when used with large leaks around the patient interface.". "Precaution: always test the patient circuit disconnect alarm before use to verify it detects disconnects and/or decannulations with the specific patient conditions, patient interface, and vocsn settings.". "Note: the patient circuit disconnect alarm may not activate with every disconnect condition. Ventec life systems recommends using the low minute volume, low inspiratory pressure, and apnea alarms in addition to the patient circuit disconnect alarm to ensure ventec one-circuit disconnections are detected.". The investigation determined that the cause of the reported issue was user error.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device did not provide a patient circuit disconnect alarm when the patient became disconnected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The reporter advised that no information regarding the patient was available.